Event description:
A surgeon reported that the irrigation solution decreased quickly during surgery; the staff noted the sound of irrigation solution dropping onto the floor and found that the floor was wet. They checked the connection of connector, but there was no issue. The problem was resolved after the product was replaced. There was no harm to the patient.

Manufacturer narrative:
The sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).